Manufacturer narrative:
(B)(4). The device was returned and evaluated for the iipv event. A review of the event history log confirmed the occurrence of an iipv event. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 19:55:09. During night drain cycle six, the patient's ultrafiltration reading was 1876ml, indicating the patient drained 1676ml more than their maximum programmed fill volume of 2000ml. No additional information is available.